Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at a third-party service center, a "service required" error code was found in the ventilator's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the issue the machine flow sensor, blower assembly, muffler and one of the in-line filters proximal replaced due to contamination and air foam inlet filter replaced for preventive maintenance.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.